Event description:
It was reported the instrument did not work when initially tested. No error codes were noted. The staff used another lcsc5 to continue. There was no patient consequence. The device will be returned.